Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following the intraocular lens (iol) implantation surgery, the patient complained about blurry vision and upon examination found coating like oil film was confirmed on an iol. It was also stated that no plans for iol removal or replacement. Additional information has been requested.